Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer on various troubleshooting steps, which were unsuccessful, and confirmed that the pump was under warranty. The customer was advised to use a backup manual insulin delivery method while awaiting a replacement pump, which was sent with updated software. Customer was also informed about proper procedures for handling the replacement and returning the faulty pump, which they understood and acknowledged.